Event description:
It was reported that during a patient call, the device did reset multiple times on its own, with charged batteries installed in the device. The patient did not suffer any adverse effects as of result of the reported malfunction.

Manufacturer narrative:
Physio-control evaluated the device; however, the reported failure could not be verified. Nor duplicated. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The root cause of the reported failure could not be determined.